Manufacturer narrative:
(B)(4)

Event description:
The customer reports the catheter broke off from the hub when trying to remove.no patient injury or complication reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature

Event description:
The customer reports the catheter broke off from the hub when trying to remove. No patient injury or complication reported.